Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the intellivue multi measurement server x2 displays a speaker malfunction error message and there was no sound coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt conducted confirmed the device was completely out of sound and an inop error message was displayed. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. It has been concluded that no further action is required at this time.